Manufacturer narrative:
Section a4 weight: unknown, information was not provided. Section d6b: if explanted; give date: n/a (not applicable). The intraocular lens remains implanted. Section h6: health effect - impact code: 4625 yag (yttrium aluminum garnet). Device evaluation: the product testing could not be performed as the product was not returned (the lens remains implanted). The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no other complaints were received for this po. Conclusion: based on the investigation results, there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
It was reported that during a scheduled clinical study visit, posterior capsule opacification (pco) was observed in the subject¿s right eye following implantation of a non-preloaded monofocal intraocular lens (iol). The issue was managed with yttrium-aluminum-garnet (yag) capsulotomy which was performed on (B)(6), 2023. It was reported that the event did not impact the patient¿s daily activities. The patient was reported to have fully recovered. The best corrected visual acuity (bcdva) improved from preoperative 20/40 to postoperative 20/20. No further information was provided. The reported issue involved both of the patient's eyes. This report pertains to the patient's right eye. A separate report will be submitted for the patient's left eye.